Manufacturer narrative:
Since the instrument is not returning for evaluation, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post-evaluation) and/or if additional information is received.

Event description:
It was reported that during a da vinci s general surgery procedure the tan piece of the permanent cautery hook (pch) instrument fell into the patient. The piece was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported. The initial reporter indicated that the pch instrument would not be returning to isi for evaluation.